Event description:
Event description guidant received information that the implanted lead was observed to be fractured during the implantable pacemaker (ipm) replacement procedure. The lead was explanted. A new lead was successfully implanted.